Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient sustained syncopal episodes potentially related to oversensing leading to "no pacing" on the right ventricular lead. The right atrial lead also reported to have oversensing. Both leads were removed from service and replaced. No further patient complications were reported as a result of this event.